Manufacturer narrative:
(B)(4). MFR site: (B)(6). Device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the incoming inspection a member found a crease on the sealing area. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility and it meets packaging inspection specification. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility and it meets packaging inspection specification. The initial report was forwarded in error and should be voided.